Event description:
It was reported that the appliers are not forming the clips. They were not used in a procedure and will be returned.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device (b) was returned with the jaws misaligned. Upon firing of the device, the clips were fed as intended; however, due to the misaligned condition of the jaws malformed clips were formed. No conclusion could be reached as to what may have caused the found condition of the jaws. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (a) was returned with the jaws misaligned. Upon firing of the device, the clips were fed as intended; however, due to the misaligned condition of the jaws malformed clips were formed. No conclusion could be reached as to what may have caused the found condition of the jaws. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A review of the batch history record for this device could not be performed because the retention period for this document has been exceeded, and the record is no longer available. Device a additional information: batch # 9902a01530048, expiration date: na, manufacturing date: 02/1999.